Manufacturer narrative:
The device was returned and the evaluation found the reported findings previously stated in section b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5. Additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the presume cause of the foreign material inside the nozzle was not specified. However, a definitive root cause could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the detection method associated with the event in " gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection ", and preventative measures in gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope ". Olympus will continue to monitor field performance for this device.